Event description:
Upon insertion of bd insyte catheter, rn activated spring loaded safety mechanism and discovered she only had the green hub of the catheter remaining in her fingers. The hub and the catheter had separated. It was mistakenly believed that the 1 inch portion of the catheter was in the patient's vein and immediate intervention to search for this portion was initiated. A cut down procedure was performed by the physician as well as ultrasound and xrays done. An inflated blood pressure cuff was maintained for the duration of these procedures. Upon failure to find the missing portion of the catheter, all equipment gathered up, family and patient given explanations as to what was believed to have happened and patient proceeded to be admitted for the original medical condition. Rn filled out safety report, gathered all items as per policy and proceeded to inform her superior. Manufacturer has been notified and all product of this specific lot number gathered up for replacement by manufacturer. Dates of use: 2006 - 2008. Diagnosis or reason for use: IV start